Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss for an unspecified time occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification. Complaint allegation falls within the expected performance. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of signal loss is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.